Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptives: depo-provera. Concurrent conditions included overweight, migraine, asthma, restless legs syndrome, arthralgia, fibromyalgia and inflammatory polyarthritis. Concomitant products included salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), galactorrhoea ("galactorrhea"), abdominal pain ("abdominal pain"), pain in extremity ("left leg pain/ thigh pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - only left ovaries)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, galactorrhoea, abdominal pain and pain in extremity outcome was unknown, the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, galactorrhoea, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Added historical drug, concomitant disease, laboratory test, concomitant drug were added. Added suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain, hair loss, galactorrhea. Lower abdomen pain, left leg pain/ thigh pain, abdominal pain. On (B)(6) 2012, she had explanted essure device. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptives: depo-provera. Concurrent conditions included overweight, asthma, restless legs syndrome, arthralgia, fibromyalgia, inflammatory polyarthritis, amenorrhea, delayed period, post coital bleeding, groin pain, nabothian cyst and dysfunctional uterine bleeding. Concomitant products included salbutamol (albuterol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), galactorrhoea ("galactorrhea"), abdominal pain ("abdominal pain"), pain in extremity ("left leg pain/ thigh pain"), abdominal pain lower ("lower abdomen pain") and tremor ("tremors in hands"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) - only left ovaries)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, galactorrhoea, abdominal pain, pain in extremity and tremor outcome was unknown, the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, galactorrhoea, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, tremor, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion current weight was 110 lbs. On (B)(6) 2010 nuclear magnetic resonance imaging revealed, a small amount of probable hemorrhagic signal is seen within the endometrial canal. On (B)(6) 2012 ultrasound pelvis revealed, the uterus is measured at 7.7 x 4.4 x 5.8 cm. The endometrial stripe is homogeneous measured at6 mm in thickness. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:migraine, headache, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new event: tremor of hands was added and previously reported event migraine, headache outcome updated. Reporter added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.